Event description:
Gemstar pump - hospira - device: leaking of chemotherapy from pump-tubing attachment. Pt recieve a 5-fu for 46 hr outpatient infusion delivered via hospira gemstar pump. When pump was returned, technician noted crusty white material around the part of the pump that connects to the tubing. This is believed to be leaking drug. This is not the only pump to have this problem. Reason for use: colon cancer, 5fu infusion over 46 hrs. Folfiri-avastin on (B)(6) 2012 for colon cancer and 5fu.